Event description:
It was reported that the user experienced hypoglycemia while using the ilet after starting a new insulin, asked about performing a factory reset, and was advised to follow guidance from the care team and not reset the device unless directed by a healthcare professional. Symptoms included low blood glucose without reported clinical manifestations. Outcomes included self-treatment with oral carbohydrates and recovery of blood glucose during the call. Investigation included user education and notification of the medical professional for follow-up. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and that continued monitoring and care-team guidance were appropriate.